Manufacturer narrative:
An event regarding a revision involving an omnifit stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusion: the event reports that the stryker stem was implanted with non-stryker device. In addition, no further information was provided to indicate the reason for revision. As the implantation of non-stryker devices in combination of stryker devices, the event is considered an off label application for the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total hip revision. Femoral component was removed as was the femoral head. Components were sent to lab in (B)(6) (return uncertain). Products replaced with zimmer prosthesis. Depuy liner replaced with depuy product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Total hip revision. Femoral component was removed as was the femoral head. Components were sent to lab in (B)(4) (return uncertain). Products replaced with zimmer prosthesis. Depuy liner replaced with depuy product.